Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The customer reported that the audio was distorted. The philips field service engineer (fse) confirmed the operator was not able to hear the patient clearly at all times. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This event has been determined to be a reportable event and is currently under investigation.

Manufacturer narrative:
The customer reported on (B)(6) 2018 that the audio on the system was distorted and as a result, the operator could not hear the patient from the scan room clearly. The philips field service engineer (fse) confirmed there was no report of any patient impact or harm as a result of this issue. The philips fse went to the site to evaluate the CT system. The fse was able to confirm the customer¿s allegation. The fse stated that the auto-voice and manual commands going in to the scan room to the patient could still be heard even though two gantry microphones had failed and were the cause of the difficulty in the operator hearing the patient. The fse replaced both gantry microphones and the system was returned to full functionality. The system is operational and in clinical use. This event has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.